Event description:
Blurry scope.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 13, 2023. The returned sample was visually inspected for damage and looked through the endoscope directly to read some print matter. The internal components was then inspected using a monocular and was discovered that there was a crack on one of the internal lenses which resulted in a blurry visual field. Improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the scope was blurry. As per the subsidiary, when the surgical assistant started to dissect the veins, he found out that the scope was blurry. He cannot proceed with the vein harvesting and needed to convert the procedure to a skipping method, which leads to the delay of procedure for approximately 15 minutes. No known health consequences or impact to patient. Product was not changed out. Procedure completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 866 - lenses, health effect - impact code: 4630 - modified surgical procedure, health effect - clinical code: 4582 - no clinical signs, symptoms or conditions, medical device problem code: 3001 - optical problem, investigation findings: 3233 - results pending completion of investigation, investigation conclusions: 11 - conclusion not yet available.